Event description:
It was reported that scheduled for a second stage revision from infection. Surgeon noted that patient still infected and opted to implant a ps femur with a ts insert with antibiotic cement. The sales rep noted to the surgeon that was off label use. Sales rep unaware if the first revision was of stryker product.

Manufacturer narrative:
An event regarding a second stage infection revision, while patient was still infected involving an unknown ts insert was reported. The event was not confirmed. Conclusions: the event alleges the patient was still infected when surgeon implanted a ps femur with a ts insert along with antibiotic cement. The sales rep indicated he notified the surgeon of the off-label use.

Event description:
It was reported that scheduled for a second stage revision from infection. Surgeon noted that patient still infected and opted to implant a ps femur with a ts insert with antibiotic cement. The sales rep noted to the surgeon that was off label use. Sales rep unaware if the first revision was of stryker product.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown insert. Additionally, an unknown femur was reported. Based on the minimal information available, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Not returned due to hospital policy.